Event description:
Information received indicated that the head section would drift down. No injury reported.

Manufacturer narrative:
Technician checked the unit - head section drifting down due to bad valve solenoid. Replaced the valve solenoid stem to resolve this issue.